Manufacturer narrative:
This is 3 of 3 reports. The subject device is not available.

Event description:
The patient underwent stent assisted balloon(subject device) angioplasty of the basilar trunk artery stenosis with the successful implantation of the first stent. It was reported that during the placement of the second stent, the stent failed to open and hence it was not implanted. The next day of the procedure, trace amount of subarachnoid hemorrhage within interpeduncular and prepontine cistern was observed. The hemorrhage was resolved without any residual effects. No treatment was administered in the physician¿s opinion, the cause of the hemorrhage is related to the procedure; however, relationship to the stent and the balloon is unknown.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. However, hemorrhage is a known risk associated with an endovascular procedure and is noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
The patient underwent stent assisted balloon(subject device) angioplasty of the basilar trunk artery stenosis with the successful implantation of the first stent. It was reported that during the placement of the second stent, the stent failed to open and hence it was not implanted. The next day of the procedure, trace amount of subarachnoid hemorrhage within interpeduncular and prepontine cistern was observed. The hemorrhage was resolved without any residual effects. No treatment was administered in the physician¿s opinion, the cause of the hemorrhage is related to the procedure; however, relationship to the stent and the balloon is unknown.